Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an increase in urinary incontinence after having a urethral calcium buildup surgically removed with a laser. The patient will reportedly follow up with their physician. There were no additional patient complications reported.